Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system but could not confirm the reported issue.

Event description:
The hospital reported that the oxygen flush button was intermittently sticking resulting in the over delivery of pressure. There was no report of patient involvement.